Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was missing a button and was in need of maintenance. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: at analysis the customer comment of a lost knob was confirmed and it was additionally noted that there was white and corroded residue present on the printed circuit board (main board). The customer did not approve the repairs and therefore the device is being returned unrepaired with labels indicating "do not use." If information is provided in the future, a supplemental report will be issued.